Event description:
It was reported that the 8mm large hem-o-lok clip applier instrument would not work on thedv5 and xi. No fragment fell into the patient. No report of patient involvement or no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found to have a loose grip cable at the force amplification pulley. The instrument was placed on an in-house system and it failed the clip test. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening.